Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer had low blood glucose. The mother stated that the bolus history showed the insulin pump delivered 15.0 units of insulin. The mother stated that it happened three times while the customer was disconnected from the insulin pump. Advised the mother to disconnect from the insulin pump and revert back up plan. No further information was provided.